Event description:
It was reported the coil detached prematurely. The target lesion was located in the left ovarian vein. The physician selected a 10mm x 30cm interlock coil for use with a straight .021 direxion catheter. During advancement of the coil through the catheter, the coil detached while it was half in half out of the catheter. The physician removed the microcatheter and the coil was still in the patient. A snare was used to remove the coil. The physician then attempted to implant a 12 x 30 coil, but would not insert all the way into the microcatheter. The procedure was completed with a new catheter, and a10 x30 coil. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: a pusher wire, introducer sheath and direxion catheter were returned. The pusher wire was returned inside the introducer sheath. The pusher wire was removed and 2 kinks were noted towards the middle. The pusher wire was inserted into the hub of the direxion catheter. It was advanced with friction towards the distal end. Dried blood was removed and no coil present. Microscopic inspection of the interlocking arm of the pusher wire was inspected and no damage was noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states ¿in order to achieve excellent performance of the fidc coil and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device.¿ (B)(4).

Event description:
It was reported the coil detached prematurely the target lesion was located in the left ovarian vein. The physician selected a 10mm x 30cm interlock coil for use with a straight .021 direxion catheter. During advancement of the coil through the catheter, the coil detached while it was half in half out of the catheter. The physician removed the microcatheter and the coil was still in the patient. A snare was used to remove the coil. The physician then attempted to implant a 12 x 30 coil, but would not insert all the way into the microcatheter. The procedure was completed with a new catheter, and a10 x30 coil. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).